Event description:
Procedure type: colectomy end to end anastomosis. According to the reporter: no sound was heard on firing of the device. A second device was used and no sound was heard from it either. The procedure was completed normally. Oozing bleeding under 200cc occurred. No tissue damage or delay to surgery was reported. No statement was provided regarding the condition of the anastomosis, staple line, donuts etc, regarding the first or second eea that were used.